Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had increased hallucinations on (B)(6) 2025, a skin infection treated with oral antibiotics that progressed and required a three days hospitalization on (B)(6) 2026, the patient continued to have persistent lumps at injection sites. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.